Manufacturer narrative:
Cracked reservoir tube lip, scratched display window, scratched case and scratched keypad overlay noted. No button response due to flattened dome switch on esc and act button (creased). Unable to confirm meter anomaly due to keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 101 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.